Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 0.5mg/ml at 0.05mg/day via an implantable pump. The indication for use was spinal pain. On 10-oct-2019 it was reported that the spinal segment was implanted and was flowing with csf (cerebral spinal fluid). When the pump segment was connected, no flow was seen. When connected to the pump, nothing could be aspirated from the cap (catheter access port). The decision was made to use a catheter replacement and it worked fine. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was a replacement product was used. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
All previously reported conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned, and analysis found the catheter body to have a prolapsed silicone layer. All previously reported method, result and conclusion codes no loner apply to the event. If information is provided in the future, a supplemental report will be issued.